Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Service and repair evaluation: it was reported that on (B)(6) 2021, during evaluation at service and repair the torque limiting handle failed in calibration. The repair technician reported the device failed torque testing. The cause of the issue is failed high. The item will be repaired and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Service and repair history: the previous service event for part number 321.133 with lot number(s) 7629900-09 has been reviewed. The customer called in a service request for this item on (B)(6) 2021 for failed calibration. The item was previously returned for service on (B)(6) 2018 due to failed calibration. The previous service condition of failed calibration is relevant to the current complained issue of failed calibration. The manufacture date of this item is 17-jun-2014. The service history review is confirmed. A shr was performed on the serviceable device and it was found that the device was manufactured on 17-jun-2014. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during evaluation at service and repair the torque limiting handle failed in calibration. There was no patient involvement. This complaint involves one (1) torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for (B)(4).